Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high impedance and a loss of capture. No medical intervention was performed. The patient's condition was stable post event